Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that wound was irrigated with normal saline, which resolved the issue. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. None: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports of burning and stinging to wound when product used as directed. Issue resolved when wound irrigated with normal saline. Issue occurred approx 3 or 4 weeks ago.